Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while resecting the colon, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The handle remained blocked in closed position and the jaws of the device locked on tissue. To resolve the issue, a forceps was used by direct approach which increased the cutting area for more than 1 inch. The procedure had to be converted into open surgery. A resection of the colon was necessary and a more important dissection. An open stapler was used by stapling above. The surgical time was also extended for more than 30 minutes.